Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a cardiac tamponade and cardioplasty was performed. The case was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath was returned and analyzed. Visual inspection of the reported sheath 4fc12 lot number 05580 showed a shaft kink at three different locations (2.56 inches, 5.51 inches, and 8.27 inches), and was unable to be deflected. The distal tip of the sheath was intact, with no fractures, breaks or kinks observed. The flushing test did not show any air passing through the tube or expelled from the sheath distal tip. A clinical issue (cardiac tamponade) was encountered during the procedure. In conclusion, there is no indication of product malfunction causing the adverse event. The reported clinical issue (cardiac tamponade) was not confirmed through product testing. The reported sheath failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.